Event description:
Related manufacturer report number: 2017865-2022-02207. It was reported that a patient presented to clinic. Device interrogation revealed atrial lead noise resulting in inappropriate automatic mode switch on the atrial lead. The physician elected to cap and replace the atria lead on (B)(6) 2022. During the procedure, the physician found the pacemaker's set screw to be stripped and was unable to remove the atrial lead from the port. The physician also found insulation damage on the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through the hole punched through the septum by the torque wrench at time of implant.